Event description:
The o.r. Director reported five (5) screwdrivers that were peel packed individually while going through sterilization, left a greasy substance on the inside of the package when opened up. The o.r. Staff does not feel they are sterile due to the greasy substance and feel they could be a potential problem. The sales consultant believes these were not involved in a surgery and that they are proactively being reported by the hospital. This is 5 of 5 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.